Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc freestyle libre sensor. The customer obtained a 'hi' message (readings greater than 500 mg/dl) and self-treated with insulin (dose/type unknown) without taking a capillary comparison reading. The customer subsequently experienced seizure, loss of consciousness, and her spouse obtained a capillary reading of 'lo' (readings less than 20 mg/dl). The customer was treated with glucagon injection by her spouse and regained consciousness. There was no report of death or permanent injury associated with this event.